Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd oneflow¿ setup beads there wereerroneous results. The following information was provided by the initial reporter. The customer stated: the "cs&t ivd beads 50 test false positive. Strong cd7-apc signals actually "spills?/autofluorescence?" Into the cycd3-v450 channels and make it as a strong pos as well. But the t-all tube 1 result actually showing that majority of the poi is having cycd3-." These products are used for clinical use, on patient sample. In this case, we able to detect it earlier and use feature ' manual compensation' to correct the ? False +ve before the patient diagnosis and result release."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined this is not a reportable event. Because the reagent is used for instrument set up, it is not considered a reportable event.

Event description:
It was reported when using the bd oneflow¿ setup beads there "were erroneous" results. The following information was provided by the initial reporter. The customer stated: the "cs&t ivd beads 50 test false positive. Strong cd7-apc signals actually "spills?/autofluorescence?" Into the cycd3-v450 channels and make it as a strong pos as well. But the t-all tube 1 result actually showing that majority of the poi is having cycd3-." These products are used for clinical use, on patient sample. In this case, we able to detect it earlier and use feature ' manual compensation' to correct the ? False +ve before the patient diagnosis and result release."